Event description:
The customer reported discrepancies in regarding the sensor glucose reading and blood glucose reading. The customer stated that he calibrates the sensors three times per day, and he uses a single blood glucose meter. Troubleshooting was performed and found that the customer was calibrating when his blood glucose was unstable. Advised the customer to calibrate four times a day when his blood glucose is stable. During the call the customer mentioned being hospitalized due to diabetes ketoacidosis and high blood glucose of 655mg/dl. No further information was provided.

Manufacturer narrative:
Currently, is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. MFR. Report 1 of 2, medwatch report # 3004209178-2011-83084.